Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the boston scientific representative at an explant procedure. The boston scientific representative provided the icm device reached recommended replacement time (rrt) earlier than expected. The icm device was implanted for less than two years. Ts reviewed and found the icm device battery began depleting in an irregular manner. The cause of the battery depletion is unknown at this time. The icm device will be returned for analysis. No other devices have been implanted at this time. There were no adverse patient effects.